Event description:
We used capio device to pass 2-0 prolene suture through the sacrospinous ligament on each side. Next we defined the arcuc tendineus on both sides. While passing the capio device on right side, the small metal dart got stuck in periosteum of the pubic bone. We dissected that area and also opened up the retropublic space. We were unable to remove the small metal fragment. We performed intra op x-ray of the pelvic and located the metal dart around pubic bone on right side. After multiple attempts, we were unable to retrieve the small metal dart.